Event description:
It was reported that: during a case, the user was making an adjustment to the apl valve, when they pulled up on the valve and the valve came apart in the user's hand. The user was able to reassemble the valve and completed the case using the anesthesia machine. No patient injury.